Event description:
It was reported, that (1) pca sizer sensor was replaced, due to failed barrel clamp that open twice. There was no patient involvement .

Manufacturer narrative:
Correction: (result code in initial report 397999 should be 3221). The customer reported, that the pca syringe sensor sizer was replaced, due to a failed barrel clamp that opened twice. Physical inspection noted, no irregularities. The root cause of the reported malfunction was determined, to most likely, be due to age and wear of the syringe sensor sizer part, during customer use. Device history review: a review of the device history record showed, the device had a manufacture date of 30aug2006. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in was performed for s/n#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer reported issue. H3 other text: only a syringe sensor sizer was provided for investigation.

Event description:
It was reported that (1) pca sizer sensor was replaced due to failed barrel clamp that open twice. There was no patient involvement .

Manufacturer narrative:
Additional information provided: b.3, b.5, d.4 & h.4.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pca kit sizer sensor being replaced.